Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: device patch with lot number 2502303. Red particle material on the shell. Opening on posterior side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture diagnosed by MRI.

Event description:
Explant physician reporting rupture diagnosed by MRI. This relates to the right device. Device has been explanted.